Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the proximal fragment was received for analysis as mentioned in the complaint description. It is reasonable to assume that the lead was dissected in the course of the surgery. The visual inspection revealed that the insulation was, apart from the present dissection,free of breaches. The mechanical and electrical inspection of the lead was not properly feasible, as only a short lead segment was received for analysis. In summary, the lead was found dissected upon receipt, which occurred most likely during the explantation procedure. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
Ous MDR - on (B)(6) 2014 the patient was hospitalized after receiving a few inappropriate shocks due to noise on the rv lead channel. The technical parameters of the leads were: rv lead: pacing threshold- 1.8/0.5 [v/ms] , r wave- 10.4 [mv] , lead impedance- 386 [ohm]. Ra lead: pacing threshold- 2.5/0.5 [v/ms] ,p wave- 2.4 [mv] ; lead impedance - 604 [ohm]. The next day the patient underwent a lead revision procedure, where the physician cut the proximal end and capped the rest of the lead that was abandoned in the patient's body.